Event description:
On (B)(6) 2013, the reporter contacted animas and requested help with understanding the isf setting. She alleges that she is going low quite often, after bolusing to correct high fasting blood glucose (bg). States she thinks the settings needs to be changed but she cannot get hold of her health care provider (hcp). Reports the setting is at 98 mg/dl, informed her that 1u of insulin drops her bg 98 mg/dl. Patient denies any unusal situations or activity but reports this has been happening as a pattern after correction bolus is given. She experienced low bg on yesterday while at work, she felt sweaty and then almost drunk like stupor and her bg was 40 mg/dl, she needed help to get her 4 glucose tabs and a pb sandwich from other employees: bg responded to 89 mg/dl but the symptoms lingered. She took the tabs first, checked bg in 15 minutes, then ate sandwich. Patient does not have time to review settings and history since she needs to leave for work and is hoping her hcp calls back. She agrees to review the pump settings and history tomorrow. The patient wants to continue use of pump, she is aware of how to treat low bg and is awaiting call back from hcp for advice about settings and dose. Customer technical support (cts) instructed patient that review of pump settings and history must be completed, advised that there are several settings that could lead to low bg and must be reviewed with hcp. Patient reports the pattern of these low bg's means her settings need to be changed, she cannot identify any other reason that would cause her to go low. During a follow-up call from animas on (B)(6) 2013, patient reports she is still confused about isf and that her hcp has not called her back yet, is going to call again this a.m. Explained isf and she verbalized understanding. She disconnected from pump and demonstrated ezbg with pump, confirms disconnected and did not deliver bolus and verbalized understanding. She reports she had lowered the isf and went low again, to 40 mg/dl; she stated she had isf at 85mg/dl at time of event, also made adjustments to I:c ratio and increased these and confirms correct, reviewed target and she correct. Pt reports all bolus delivered as intended. Patient did not want to review further, as she was trying to phone her hcp for possible adjustment. She is not implicating pump and declines further review. This complaint is being reported because a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the history shows the last basal delivery was recorded on (B)(6) 2013 and the last bolus was recorded on (B)(6) 2013. There were no alarms or errors related to the complaint in the black box or alarm history, only typical usage was observed. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. The pump was found to be delivering within the required specification at the conclusion of the 29 hour flow accuracy test. A pinkish contrast was observed on the display screen. Removed the pump cover and replaced pink display with test display. The test display has normal contrast with no visible signs of discoloration. Unable to duplicate the complaint during the investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.